Manufacturer narrative:
Philips has investigated this complaint. The philips remote support engineer (rse) inspected the system remotely and confirmed that the system was not booting up. Upon remote testing, the rse found that the host-pc hard drive was defective. The rse reseat the hard drive but did not work. To resolve the reported issue, the rse advised the customer to replace the host pc, hard drive and load a ghost. As per instruction provided the customer order and replaced the host pc, hard disk reloaded ghost and recreated image store on their own. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was correct.

Event description:
It was reported to philips that the system was not booting up. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.